Event description:
Abbott diabetes care received a medwatch report in which an hcp reported on behalf of the customer that the needle of the applicator detached after the adc device was applied to the customer's extremity. Per the customer report on 15 may, 2022 "patient stated her freestyle libre 2 sensor was broken when she received it. She stated that when she went to apply the sensor to her body the needle broke off of the sensor and fell to the floor, while the actual plastic sensor was still attached to her body." No symptoms were reported and there was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.